Event description:
The female patient was using self heating heat packs. One pack exploded on patient and on her bed clothing. The patient was not injured but, there was a brownish stain and burnt smell to the bed clothing and sheets. Spd was contacted and cardinal health was notified.